Manufacturer narrative:
(B)(6). See MFR: 3012307300-2018-04063, 3012307300-2018-04064, 3012307300-2018-04066, 3012307300-2018-04068, 3012307300-2018-04069.

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump under infused while delivering IV antibiotics to a patient. The patient and the rn noted residuals left in IV bag at end of dose. Patient did not receive one dose/day. Unknown at this time if medical intervention was required. No report of patient injury. Piptaz 3.375 gm every 8 hours in 500 ml in normal saline was the medication involved. Piptaz is a combination medication containing the antibiotics piperacillin and tazobactam.

Manufacturer narrative:
Evaluation results: one cadd-solis vip pump was returned for investigation in good physical condition. The investigator performed a delivery accuracy test and the unit passed the test. The product problem reported by the customer could not be replicated. A root cause for the product problem was therefore not established. Upon further inspection the investigator noted that the downstream occlusion sensor seal was degraded. The expulsor, valves, and downstream occlusion sensor were replaced as a preventive measure. The device was subsequently calibrated and functionally tested. The device passed all functional testing.